Event description:
It was reported that an extension set did not administer total parenteral nutrition to the patient. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 8/15/2013 ¿ 8/16/2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection showed no defects. The device was leak tested and pressure tested with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.